Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the clogged (defective) irrigation lumen in an unknown timing. The procedure type was unknown. There was no information about patient impact. Additional information received that the timing of the event was during surgery but before patient contact and the surgery was completed after replacing the product with another one.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Infusion cannula tubing assembly is shown laying in an empty tray inside the cassette compartment. A review identified the straight through connector batch was within scope of complaints of a similar nature where the infusion flow path was inhibited by flash material at the straight through connector which is a molded component by our supplier manufacturer. The supplier confirmed the issue was confined to one batch manufactured in three years back (2022) based on complaint product data that occurred on a specific cavity mold. A supplier review of issue repair logs identified a damaged/broken pin that was identified from the production run of the batch. The issue repair log confirmed the tool was repaired and corrected the cause of the occlusion (flash/material in the straight-through-connector). The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to mold-tool damage for a select cavity that produced the straight-through-connector. The damage to the cavity caused the flash/occlusion within the tubing which resulted in the customer experience. To address root cause, the supplier repaired the mold tool/pin in three years back (2022) after the production run. Supplier analysis of produced batches since three years back (2022) indicated the issue has not reoccurred since the production of the impacted batch. Additionally, the time between when the batch was produced and the complaint was reported to the supplier, many of the production and quality inspection processes have changed/been updated and made more robust. For any production run that finishes overnight (the affected supplier batch finished overnight), now requires a quality inspection check before the material is released to packaging. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).